Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg tilted within the pocket site. In turn, the patient experienced intermittent communication issues and discomfort at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Additionally, the ipg pocket site was relocated to further address the issue. Reportedly, all issues have resolved.